Manufacturer narrative:
The product issue reported (a system notice was received indicating that the refrigerant delivery path was obstructed, and a system notice was received indicating that the balloon inflation pressure was not reached in time.) Is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed. The coaxial umbilical cable, electrical umbilical cable, catheter, and auto connection box were all replaced without resolve. The system was vented, and the case continued. However, another system notice was received multiple times indicating that the balloon inflation pressure was not reached in time. The case was aborted, and the patient was under general anesthesia. A field service visit took place on a later date, and the console was de-installed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that at least fourteen applications were performed with three catheters on the date of the event. A system notice indicating that the balloon inflation pressure was not reached in time (50014) was confirmed through all the applications. Also, the system notice indicating that the refrigerant delivery path was obstructed (50012) was not found through data analysis. A field service engineer tested the console and determined that it needed additional repairs. The console was de-installed. The product issue reported with system notices indicating that the balloon inflation pressure was not reached in time (50014) and the refrigerant delivery path was obstructed (50012) is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. In conclusion, the system notice indicating that the balloon inflation pressure was not reached in time (50014) was confirmed through data analysis and the system notice indicating that the refrigerant delivery path was obstructed (50012) was not found through data analysis. A field service engineer tested the console and determined that it needed additional repairs. The console was de-installed. If information is provided in the future, a supplemental report will be issued.